Manufacturer narrative:
(B)(4). Malformed clip. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was clamped on the common bile duct. The surgeon had a hard time closing the device and the clips were not formed right, the clips were crossed. A competitor's device was used to complete the procedure. No adverse consequences reported.